Event description:
It was reported that a vns patient experienced an increase in seizures due to unknown reason. Information from the treating neurologist indicated the pre-vns level for the seizures is unknown as the patient is new to the site. Furthermore, patient has been stressed lately and this could have caused the increase in seizures according to the treating neurologist. Further interventions were to increase vns therapy output current. At the moment the relationship of the increase in seizures to vns therapy is unknown as pre-vns levels of seizure activity are unknown. Good faith attempts to obtain additional information have been unsuccessful to date.